Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on both front corners of top case also cracked on right plunger case and battery door. Motor rate error was found during occlusion test. Error history log review found a motor rate error. The root cause of the reported issue was found to be a combination of motor assembly, worn gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The pump was over 14 years old. Actions were taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.